Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and corrections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image and error message (e226) was a defective printed circuit board. However, the specific root cause of the defective printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The olympus (omsi) repair center was informed that during the repair inspection, the olympus dem/ asset, visera elite ii video system center was found to display no image due to an e226 (scope communication) error code. There was no defect or malfunction associated with the device from the end user. No patient or procedure was involved, and no death, injury or harm was reported to olympus.

Manufacturer narrative:
The repair inspection indicated the asset displayed no image due to an e226 (scope communication) error code. The issue was isolated to be caused by a defective printed circuit board (ap). The inspection also noted, water seepage found on the receptable unit, light emitting diode (led) unit is broken, the main switch is broken, the harness was cut and rusted, and the heat spacer is damaged. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.